Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A clinical review states that there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported cannot be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that after a t&a procedure with a coblation wand, 10 days post-operation a patient with obstructive sleep disordered breathing (osdb)/obstructive sleep apnea (osa), had intermittent bleeding daily. Patient was taken to the or where they performed a b/l nasal endoscopy and control of post-adenotonsillectomy hemorrhage. Following this procedure, the patient was admitted for post-op observation where she did well post-operatively. Ent referred the patient to hematology for possible bleeding disorders. The patient saw hematologist and began workup, but her care was transferred to a different medical group. Patient current status is: last evaluated (B)(6) 2016. No outcomes reported at last evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).